Event description:
It was reported that (2) device were used during a laparoscopic colectomy. It was reported by the affiliate that the tvc55 devices locked out. Another device was used to complete the case. There was no consequence to the pt.